Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip arms opened during the lock line removal. Arms were closed, retested the clip, but clip opened. Clip was removed from the patient and was replaced. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.